Event description:
During a ptca/stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a calcified lesion in the right coronary artery. The physician predilated the lesion with an aqua t3 balloon catheter, then delivered and deployed the liberte bare monorail 12/3.00 mm stent. The liberte stent was postdilated at 18 atm with the balloon from the stent delivery system. It was reported that the balloon was fully deflated before removal, however, the physician encountered difficulties while attempting to pull back the delivery system into the guide catheter. It was thought that the balloon was stuck on a stent strut. Eventually, in pushing the balloon forward while simultaneously turning it, the physician was able to successfully withdraw the balloon through the guide catheter. Visual examination of the balloon after removal from the pt's body, revealed that the balloon had burst during post dilationof the stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'